Event description:
The manufacturer received product performance data for the controller ac (cac) adapter. The cac adapter subsequently tested out of specification during manufacturer¿s analysis. The cac adapter battery remains in use.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and one (1) controller ac adapter with an unknown serial number were not returned for evaluation. The log files revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several momentary disconnections between the controller and a controller adapter within the analyzed period. Momentary disconnections will result in an audible tone or ¿beep¿. As a result, the reported event was confirmed. Evidence of lubrication servicing could not be found for the controller ac adapter since the serial number is unknown. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and controller adapter. CAPA pr00389403 investigated momentary disconnections. Additional products: d1: heartware ventricular assist system ¿ controller ac adapter, d4: model #: unk, catalog #: unk, expiration date: unk, serial or lot#: unk, UDI #: (B)(4). D9: no. H3: yes. H4: mfg date: unk. H5: no. H6: patient ime code(s): e2403. H6: imf code(s): f26. H6: device code(s): a0708. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c04. H6: FDA conclusion code(s): d01. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical product: ddmc3d1 ICD, (B)(6) 2017, 693558 lead, (B)(6) 2013, 5076-52 lead, (B)(6) 2013. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient hears a "loud beep" randomly from their controller. The controller remains in use. No patient complications have been reported as a result of this event.